Event description:
It was reported that during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. The philips authorized repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the speaker certification test. The rft replaced the device speaker foxlink d speaker 453665031201. The device passed all functional testing. The investigation concludes that no further action is required at this time.